Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from cts to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction code appears again.